Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter had no lights. One of the transmitter prong looked burned. Transmitter was relocated to different outlet but the lights didn't turn on. Transmitter was replaced. There were no patient consequences.